Event description:
It was reported that the pt had passed away on (B)(6) 2009. Info from medical examiner reveals cause of death as "asphyxia due to shallow water drowning". The relationship to vns is not known at this time. Explanted product was returned to the MFR for analysis. Upon analysis, no anomalies were found with either the generator or the lead. Attempts for further info have been unsuccessful to date.